Event description:
Hospital in (B)(6) reports broken threads on the matrix holding sleeve. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device history records were reviewed and there are no non conformance documents in the DHR. Subject product passed all inspections and certification testing during manufacturing.